Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with calcified anatomy, following an initial attempt at deployment, under-expansion of the valve frame was observed. The valve was recaptured due to the depth of the valve deployment. Subsequently, the valve was deployed a second time to a depth of 3 mm. Upon the second deployment attempt, an infold was noted in the valve frame. The valve was recaptured again and withdrawn from the patient. A new valve was implanted in the patient using a new delivery catheter system. The event resulted in prolonged hospitalization. No additional adverse patient effects were reported.

Event description:
Additional information was received that the under-expansion was observed following the first deployment attempt and following the second deployment attempt. It was noted that the patient did not tolerate the procedure well. Numerous unspecified issues occurred that lead to the prolonged hospitalization. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which clarified that the replacement valve (B)(6) also experienced under-expansion and an infold. It was noted that both of the valve issues however primarily were associated with anatomy. The replacement valve (B)(6) was also removed and replaced. The third valve used was confirmed to have been successfully implanted (sn unknown). It was noted that the patient did not tolerate the valve implant procedure well due to numerous co-morbidities and health concerns outside of the initial aortic stenosis diagnosis.